Event description:
New information noted that the right ventricular lead was capped and replaced (B)(6)2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead exhibiting noise oversensing. No intervention was performed and the patient was in stable condition.